Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was not charging. Moreover, the site tested the battery on the controller port and no power was provided. The battery has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (bat211897) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery was still able to charge and provide power to a controller. As a result, the reported "no power" event was not confirmed. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause the battery to flash red when connected to a battery charger. The reported "not charging" event could not be confirmed; however, the observed flashing red was likely perceived by the patient as the reported batteries not charging. The most likely root cause of the reported "not charging" event can be attributed to the battery that is out of calibration. Based on the available information, a possible root cause of the reported "no power" event may be attributed to a marginal connection between the battery and controller. If information is provided in the future, a supplemental report will be issued.